Event description:
Physician completed procedure using epidural needle and catheter and upon removal of the catheter resistance was encountered. Physician continued to remove catheter. After removal it was noticed that 1/8" to 1/4" of the catheter remained in the pt.

Manufacturer narrative:
MFR was notified and recommended the physician contact a neurosurgeon to determine what the next step should be. At the time of this report MFR has been unable to contact the physician to find out the outcome of this event.